Event description:
During a cryo atrial fibrillation ablation, air was aspirated into the sheath. The device was replaced and the procedure was completed without any patient consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was also received. Functional testing also confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.